Event description:
The physician was placing a endoscopic gastrostomy feeding tube. A snare was tightened around the wire guide and during placement the wire guide tangled. During removal the wire guide distended exposing the inner core wire which perforated the health professional's skin. No other info is available.